Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on 11/06/2025. On the early morning of (B)(6) 2025, the patient reported going home and noticed a cgm reading of 187. No fingerstick was taken. The patient stated that she took 4 units of insulin. The patient then took a shower and stated that she was unaware of her surroundings and had slurred speech. She could not recall what happened at that time. She did not do a fingerstick or remember taking any medication or treatment. Before 9:00am, the patient was able to call 911 and her brother. When the paramedics arrived, they took a fingerstick however the patient could not recall what the bg and cgm readings were at that time. Paramedics gave her glucose gel based on the fingerstick reading. The patient was then taken to the hospital. At the hospital, they did a fingerstick which showed a bg of 145 mg/dl while the cgm reading is 347 mg/dl. The patient was given food and juice. No other medication/treatment was given. The patient stayed at the hospital for less than 24 hours and left at 12:00pm. At the time of the report, the patient was in stable condition. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. At the hospital, the patient's blood glucose were checked and it was reported to fall within the c zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B3 date of event - correction. B5 describe event or problem - correction. H2 correction. H6 investigation findings - correction.

Event description:
The wearable was inserted into the arm on (B)(6) 2025. On the early morning of (B)(6) 2025, the patient reported going home and noticed a cgm reading of 187. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications.

Manufacturer narrative:
(B)(4). B5 describe event or problem - correction to the following statement in the initial MDR, "the wearable was inserted into the arm on (B)(6) 2025."

Event description:
The wearable was inserted into the arm.